Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer (fse) when arrive on site the biometric identifier was working fine. The station was powered down, cables were checked, and the unit was rebooted. Hardware test application testing was performed, and all tests passed. As a preventative measure, the station was rebooted during repair work. The electronics drawer and the area around the back of the communication sled and power supply were cleaned. Medications were checked, debris was removed from the bottom edge of the back panel, loose drawers were inspected, and the drawer cable was reseated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier displayed error message required maintenance and user was unable to login. However, there were no delays or adverse events or injuries reported based on this event.